Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple low battery alerts. Review of the device's alarm history confirmed that three low battery alerts had occurred within two weeks. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that a replacement battery cap would be sent out. The insulin pump was not replaced or returned for analysis.